Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit air did not come out from only one side. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination shows the shape of the tubing is slightly altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. The most probable root cause is the end user did not fully depress the adaptor when deflating. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.